Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Referenced driveline infection was reported under medwatch report MFR# 2916596-2016-00252. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had an ongoing driveline infection that started on (B)(6) 2016. The patient was on chronic antibiotic therapy. The infection culture resulted (B)(6). On (B)(6) 2017, the patient was admitted to the emergency room (ER) with complaints of left chest swelling. CT scan results showed a collection of fluid around the outflow graft and subxyphoid area. Thick green drainage was discovered to be leaking from the driveline. The patient was then transferred to the intensive care unit (ICU). During central line placement, the patient coded and was unable to be revived. Care was withdrawn. Patient expired secondary to sepsis. No autopsy was preformed. No further information was reported.